Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 142821: 30 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
During revision the insert screw broke off. Torque limiter (3.5 n) was not available, the surgeon used the one included in gmk-revision set (6n): it got stuck in the screw, so he tried with the standard screwdriver realizing that the screw was broken. It was not possible to retrieve the broken pieces so he top up the hole with cement.

Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a preliminary investigation and commented as follows: the use of the screwdriver torque limiter (6 nm) has most likely caused a rupture in the ps insert screw. In fact, for this kind of insert the use of a standard screwdriver (manual, without torque limitation) or a torque driver 3,5nm (available on demand) is prescribed. The use of the screwdriver torque limiter (6 nm) is not prescribed in the surgical technique for tightening the fixing screw of the ps insert. Therefore, the event is related to an user error and not to the defective device.